Event description:
It was reported by the customer that their insulin pump was alarming and the display screen has black circles on the corners. Customer stated device was alarming during the night and was unable to clear alarm. Assisted customer with clearing alarm from device and changing settings. Customer's blood glucose level was 178 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.